Event description:
Tbm sent over a work order which stated that back in april the provider was contacted because the joystick would not swing away. The work order states that a bolt was missing and they replaced the bolt at the consumers home on (B)(6) 2013.